Event description:
It was reported to philips that the device's co2 port was pushed in. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
1218950-2018-02967 follow up was mistakenly reported as -002 and should have been follow up -001.